Manufacturer narrative:
(B)(4). (B)(4). Damaged end effector. Eval summary: the analysis results of the device found that it was received with a burr on the internal surface of the scissor that did not allow to the scissor to close during activation as intended. However, it could not be determined what may have caused the damaged found. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, when using the device the scissors did not close by squeezing the handle and could not manipulate. There was no fatal effect for the pt, but the surgeon had to spend an additional five minutes for the surgery. Unk how case was completed.